Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device passed away in 2023 and the patient's wife is requesting to be removed from further correspondence. There was no allegation that the device contributed to the death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.